Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few days after a spinal cord stimulator permanent implant procedure, the patient informed the surgeon that they are experiencing pain from the stitches and it was very painful. There were no issues when the initial procedure was done.